Event description:
The customer reported that the pump battery was no longer charging and received several power source alerts even after trying multiple cables. There was no adverse impact to the customer¿s blood glucose level as no information on blood glucose value was available. The customer was advised to return the non-functional pump for further examination, and a replacement pump was issued.